Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative during a follow up call with the patient. The patient stated that the alleged inaccuracy issue occurred on an unspecified date during (B)(6) 2017. At this time the patient obtained blood glucose results of ¿6.1 and 5.1mmol/l¿ with the subject meter within 20 minutes of one another. The calculated difference between these results does not exceed lfs¿s criteria for precision. The patient reportedly manages their diabetes with diet and exercise and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time before the alleged product issue occurred the patient had developed the symptoms of ¿thirsty, dizzy and fell down¿. The patient confirmed that they had not lost consciousness at any point during this, and they did not know whether these symptoms were associated with high or low blood glucose. The patient denied requiring any form of treatment as a result of these symptoms and did not have a backup meter available to measure their blood glucose at this time. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The reporter did not have control solution available to walk through a control solution test. The patient refused to return their products and also refused replacement products which were offered. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.